Event description:
It was reported that the patient deceased due to arrhythmia, no additional information was provided. There was no indication of system malfunction causing or contributing to the patient death. Further information was requested but not yet received.

Manufacturer narrative:
Further information was requested but not yet received.